Event description:
It was reported that the patient underwent a spinal surgical procedure with a lumbar laminectomy and fusion. It was reported that patient underwent a revision surgery due to a disc herniation at l3-4, a fracture at l4 with screw loosening at l4 as well as a fractured screw head at s1. No additional patient complications were reported. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.